Event description:
Customer reportedly received the following results on 2 mobile systems within 10 minutes: 1. 14.5 mmol/l (mobile system 1) and 7.2 mmol/l (mobile system 2) 2. 14.0 mmol/l (mobile system 1) and 5.2 mmol/l (mobile system 2) sets of readings were taken at different times. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.